Manufacturer narrative:
E1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during preparation for a therapeutic procedure and prior to sedation, the rigid videoscope's orientation view was misaligned and upside-down. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: minor dent on distal edge. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had orientation view misaligned and was upside-down. The issue was found during preparation of a therapeutic laparoscopic cholecystectomy procedure that was completed using the same set of equipment. There were no reports of patient harm.